Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited oversensing due to noise. No changes or intervention were performed; the right ventricular lead will continue to be monitored. The patient was in stable condition.